Event description:
Treatment of a left unruptured ophthalmic aneurysm measuring 7.70mm x 3.40mm. During pipeline deployment, it was reported that the pipeline did not open proximally and was removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).